Event description:
A discordant falsely depressed carbon dioxide (co2) patient sample result was obtained on a dimension vista 500 system. The falsely depressed patient result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista 500 system. A higher result was obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed carbon dioxide (co2) patient sample result obtained on a dimension vista 500 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (29-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc observed that the dimension vista 500 system generated a clog detect error at the time of the discordant result. The customer performed troubleshooting maintenance which returned the system back to normal operation. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00167 was filed on (B)(6) 2022.